Manufacturer narrative:
It is unknown if the sample will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a chemolock adaptor that leaked dacarbazine even though it looked like the adaptor was firmly attached. The customer reported they diluted 5 vials of dacarbazine and one of the five vials leaked from the chemolock system. There was no patient involvement and no reported harm.

Manufacturer narrative:
H10: no product samples were returned for investigation, however, a series of photographs were returned showing a used chemolock vial spike adapter inserted into a drug vial. The side port balloon on the chemolock vial spike adapter was deployed but not inflated. There were fluid droplets visible on the outside of the chemolock vial spike adapter and on the outside of the drug vial. The complaint of chemolock vial spike adapter leakage can be confirmed, however, the probable cause of the leakage cannot be determined from the photos returned. Additional information in h6.